Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section d8, h4 and h6 the device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation determined that the power switch malfunctioned due to the amount of operating force applied to the power switch and the number of times exceeded the original assumption. A design change has since been made to prevent reoccurrence.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of the ¿ button on light box no longer works" was confirmed. The unit was equipped with an old version main switch that was damaged. The video connector was found worn causing a poor connection and out dated software. An investigation is ongoing to obtain additional information regarding this event.

Event description:
The customer reported that during reprocessing the button on light box was found to no longer work. There was no patient involved reported.